Event description:
Reportable based on device analysis completed on (B)(6) 2023. It was reported that balloon inflation failure and loading difficulties on wire occurred. The 70% stenosed target lesion was located in the tortuous and non-calcified arch of cephalic vein. An 8.0 x40, 75cm gladiator elite balloon catheter was advanced for dilatation, but the balloon was damaged and could not inflate despite application of pressure and the guidewire could not enter. The procedure was completed with another of the same device. There were no complications reported and the patient status was stable. However, returned device analysis revealed balloon longitudinal tear.

Manufacturer narrative:
E1 initial reporter phone: (B)(6) device evaluated by MFR: gladiator elite 8.0 x40, 75cm was received for analysis. The recommended guidewire size for this device is 0.035-inch. The guidewire used by the customer was not returned for analysis. The investigator successfully loaded the device on to a boston scientific 0.035-inch guidewire without issue. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A balloon longitudinal tear was identified beginning approximately 5mm proximal of the proximal markerband and extending approximately 24mm distally across the balloon material. The rated burst pressure for this device is 20 atmospheres. Due to the tear in the balloon material inflation of the device is not possible. A visual examination of the markerbands identified no issues. A visual and tactile examination found no kinks or damage to the shaft of the device. A visual examination identified no damage to the tip.